Manufacturer narrative:
The power supply was replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, unit turned off after 5 minutes. There was no alarms reported. There was no reported patient involvement.

Manufacturer narrative:
The initial MDR incorrectly stated the unit did not alarm. In fact, the unit did alarm for the reported condition.